Event description:
Additional information received reported that the screw on the ins being implanted was stripped. Device was returned for analysis.

Event description:
The representative reported a device malfunction on the day of the call ((B)(6) 2016). The screw on the implantable neurostimulator (ins) would not tighten. A different ins was placed and the issue was considered resolved at the time of report. Five days later, the representative reported they were doing a normal end of life (eol) replacement for a patient. The new ins had bad impedances, so the physician went to remove the lead from the ins header, but it would not come out completely. The caller thought the physician used the torque wrench and may have applied too much pressure and tighten the screw too much because they were able to get the lead out eventually but they were not able to tighten the screw again or hear any clicks when they re-inserted the lead. A different torque wrench was used but that had not resolved the issue. The caller was able to go to a nearby facility and borrow product to complete the case. Everything was fine following connecting the existing lead to the new ins. The patient had recovered completely. It was indicated once the new ins was placed, everything and the patient was fine. No symptoms were reported.

Manufacturer narrative:
Found that the setscrew was backed out to far and was misaligned. Tried to align the setscrew and screw back into ins but found that the threads were stripped and couldn't be done. The analysis found the set screw was back out too far. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.